Event description:
Pt underwent cranioplasty with norian and titanium implants. Postoperatively, pt experienced fluid build up. Two small drainage surgeries were performed. Surgeon has not removed the implanted material. This is one (1) of twelve (12) reports submitted on this event.

Manufacturer narrative:
Add'l info has been requested. Synthes is unable to determine exp date without a lot number. Implant remains in the pt. Synthes is unable to determine mfg date without a lot number. Investigation could not be completed; no conclusion could be drawn as no device was returned or lot number provided.